Event description:
Complainant alleged that while attempting to defibrillate a patient, the device charged to deliver treatment, however the device failed to discharge and displayed an unknown "battery error" message. The battery was replaced, and the device was charged a second time and the device failed to discharge and displayed an unknown "battery error" message. The device was charged a third time and successfully delivered energy to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.